Event description:
It was reported that the patient was experiencing undesired stimulation at the back. It was also stated that the patient was having difficulty charging as the ipg was not holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.